Event description:
The account alleged the cardio pulmonary resuscitation feature would not function as designed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.